Event description:
It was reported that the ventilator did not charge the batteries. During inspection it was noted that plug-and-play back-plane was contaminated. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator did not charge the batteries. During inspection it was noted that plug-and-play back-plane was contaminated. Identification of issue has been done by analyzing problem description, service report, device's logs and provide photos. There was no patient harm. Based on technician statement, the pc1775 has been found contaminated with saline traces on it. The board has been replaced to resolve the issue, within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction and this is a reason that the issue was decided to be reported. It has remained unknown under which circumstances the saline entered the unit. Taking into account that servo devices are intended to be use in the hospital environment, the source of trace of saline solution can be considered as from the drip used in the medical procedures. Nevertheless it can be concluded that the operator of the device must have been aware about that situation as the device was separated and getinge service had been called. Based on the above information, it has been concluded that the most probable root cause was operational context.